Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex and battery contacts were corroded and contaminated. It was also noted that the upper case was broken and contaminated, the lower case, battery drawer, battery drawer end cap, battery latches, and battery drawer o-ring were contaminated and the interconnect flex was out of specification.

Event description:
It was reported the epg (external pulse generator) "does not work at all." Follow-up information received reported the epg powered off suddenly. The battery was checked, with no change, so the epg was returned for repair. No patient complications were reported as a result of this event.